Event description:
The pt reportedly experienced sound quality issues, intermittent los of lock, and pain during use of the device. Device testing revealed that is not functioning. Surgery to explant the pt's device has been scheduled.